Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was not confirmed. No unexpected shutdowns or irregularities in performance were observed. The cause of the aic issue was most likely a defective 4in1 board or pbm board.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. The automated impella controller (aic) shut down on two separate incidences. It was completely shutdown and rebooted. The impella function was back to normal after both shutdowns but temporary support was lost when shutdown occurred. A white alarm occurred on the screen after auto reboot. The controller was replaced with a back up controller. The patient survived and a new aic is running with the 5.5 pump successfully to date.